Manufacturer narrative:
Device evaluation details: the device evaluation has been completed. The device was visually inspected and it was found reddish-brownish color found inside the pebax, a second closer inspection was performed and a hole was found in the pebax and a reddish-brown material inside. Magnetic sensor functionality was tested on carto and the catheter failed, error 105 was observed. The resistance of the coils was measured from the pcb and all coils were within specification, therefore the potential root cause of the failure can be related to the pc board. The customer complaint was confirmed. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. The root cause of the pc board failure could be related to the interaction of the device with other equipment during the procedure, however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer¿s ref # (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab identified a hole on the pebax. It was initially reported by the customer they were unable to build cpm from the mapping catheter on the carto 3 system. However, they were able to create a fast anatomical mapping (fam) map. Prior to calling, changing out the catheter cable and the thermocool® smart touch® sf bi-directional navigation catheter as well as rebooting the system and starting a new study with a default template did not resolve the issue. There are no error codes displayed. Disconnecting the smartalate generator from the patient interface unit (piu) cable resolved the issue. They changed out the interface cable and the issue remained resolved and the procedure was continued. There was no patient consequence. The customer¿s reported issue of not being to map was assessed as not MDR reportable since the potential risk that it could cause or contribute to a serious injury or death is remote. On 4/10/2020, the thermocool® smart touch® sf bi-directional navigation catheter was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual analysis found a reddish-brown color observed under the pebax. This finding was considered to be not reportable since there was no indication that the integrity of the device was compromised and the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On 4/27/2020, during a second visual analysis a hole was found in the pebax and a reddish-brown material inside the pebax. This finding of a ¿hole¿ in the pebax was assessed as an MDR reportable malfunction since the integrity of the pebax sleeve has been compromised. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction through visual analysis on 4/27/2020 and reassessed this complaint as MDR reportable.